Manufacturer narrative:
The field service technician replaced the plug on the end of the power cord, tested the unit and returned the unit to service.

Event description:
It was reported that the power cord on the neptune rover was sparking when the unit was being docked. There was no patient involvement and no user or patient injury as a result of this event.